Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and transvenous defibrillation lead exhibited noise on both the rate/sense and high voltage channels. The noise was oversensed and caused an inhibition of ventricular pacing.